Manufacturer narrative:
(B)(6). This device was manufactured september 26, 2016 ¿ september 28, 2016. The device was received for sample evaluation containing approximately 168lml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a large volume infusor after filling with 5fu. There was no patient involvement. No additional information is available.